Event description:
It was reported that while using panel phoenix nmic-306 false resistance was observed by the laboratory personnel. An etest was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: this complaint is for false resistant results for ertapenem (etp), meropenem (mem), and meropenem- vaborbactam (mev) with enterobacter cloacae when using phoenix panel nmic-306 ((B)(6)) batch number 0350188. The customer provided lab reports for investigation, however did not provide panel returns or isolate returns. To investigate, a total of two (2) retention panels from the complaint batch were tested using in house isolates of enterobacter cloacae ((B)(6)) with a phoenix m50 instrument. During investigation, both panels yielded results in the expected range for ertapenem (etp), meropenem (mem), and meropenem- vaborbactam (mev). Since all mic result yielded during investigation were satisfactory, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for this batch. A review of complaints revealed no additional complaints for this batch. Complaint trending was performed and no trends were identified associated with this defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510ks is as follows: PMA / 510(k)#: k132674; k173523.

Event description:
It was reported that while using panel phoenix nmic-306 false resistance was observed by the laboratory personnel. An etest was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.